Event description:
Event description guidant received information that this pacemaker, which is included in the recent c2 capacitor advisory, was implanted 2 weeks ago and the patient has been readmitted for heart failure with intermittent capture on the ventricular lead noted. All measurements on the lead were normal. A technical services consultant discussed this with the field representative and suggested this could be related to a c2 capacitor issue. The pacemaker was removed and replaced with a competitor's device. It has been returned for analysis.